Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the annular rupture could not be confirmed with the available information. However, the patient¿s advanced age and degree of annular calcification may be contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article "gluing of an aortic perforation during transcatheter aortic valve replacement. An alternative treatment for annular rupture?," during transfemoral deployment of a 29mm sapien xt valve, tte showed a contrast extravasation into the pericardium causing cardiac shock and pericardial tamponade. Percutaneous pericardiocentesis and fluid infusion were performed allowing for hemodynamic stabilization. A tissue glue was injected and the pericardial effusion was stopped, allowing the physicians complete the procedure without further complications. The patient was discharged 5 days post procedure. The patient's native annulus was 25mm and bulky annular calcification was observed on CT. Literature reference: nicolas piliero, et al. Gluing of an aortic perforation during transcatheter aortic valve replacement. Jacc: cardiovascular interventions (2015).